Event description:
The following allegation has been reported to davol: ni - patient implanted with an alleged composix kugel hernia patch to treat a ventral hernia. On (B)(6) 2014 - procedure performed to explant mesh due to recurrent hernia and infected mesh. An abscess as well as a small bowel fistula with small bowel adhered to the mesh were noted. The mesh was reported to have eroded/fistulized into bowel. A small bowel resection was performed, the mesh was explanted, and the hernia was repaired with tissue mesh.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. A photo of the explanted mesh was provided to davol. The photo appears to be a hernia mesh device, with some tissue detachment. We have requested the return of the sample for further review. It is alleged that the patient developed an infection, hernia recurrence, adhesions, and fistula formation, all of which are listed in the adverse reaction section of the IFU as known possible complications. The surgeon who reported the event stated that he was not the implanting surgeon and could not provide identifiers for the explanted device. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.